Event description:
The reason for call was reported that their stimulator is not working at all and got a message 'battery empty. Cannot provide stimulation. Recharge your implanted device.' Yesterday morning. Patient stated that the last time they charged their implant was 3 days ago. Patient also mentioned they tried to reset the controller but that didn't resolve the issue. Patient said that they were having a lot of pain overflow. Patient mentioned they were in pain all the time, but the unbearable pain started probably saturday. Patient switched to a different program where stimulation seem to ramp up and ramp down and they were getting a little more relief that way. Patient stated the implant depletes more rapidly and thinks it was using more charge now. Patient tried to access the stimulation again and got 'battery empty. Cannot provide stimulation. Recharge your implanted device.' Again. Agent reviewed patient their implant was depleted, and they would need charge their implant. Patient mentioned when they tried to charge prior to the call, they would see the position the recharger message. Patient confirmed their implant was charging with excellent quality and saw a green light blinking. Agent informed patient to continue charging the implant until fully charged to continue using their stimulation. Agent didn't ask for serial numbers as agent didn't want to interrupt patient from charging.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.